Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device in conjunction with a distally implanted valiant stent graft to treat an unknown endoleak and migration of a stent graft. The patient previously had a valiant stent graft system implanted approximately five years earlier. 6 endoanchors in total were implanted between the stent graft and the distal aortic neck. It was reported approximately one year later, the patient presented with a ruptured thoracic aneurysm and type iii endoleak (separation), intervention was carried out to reline the stent graft to attempt to treat the event. It was reported that the patient expired approximately one month due to hypercapnic coma. The investigator has assessed the death as related to the rupture and device. No additional clinical sequalae were reported.

Manufacturer narrative:
Correction to date of death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.